Event description:
Additional information indicates that surgical intervention was undertaken on (b)(6) 2026 where the system was removed as there was a wound near the midline incision that was not healing well. "[Related Manufacturer Reference Number: 3006705815-2026-04960]".

Manufacturer narrative:
CORRECTION: D6A - DATE OF IMPLANT: (B)(6) 2025

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
IT WAS REPORTED THAT FOLLOWING AN UNRELATED SURGICAL PROCEDURE WHEREIN THE DEVICE WAS NOT PLACED INTO SURGERY MODE, THE IPG BECAME UNABLE TO COMMUNICATE WITH EXTERNAL DEVICES. TROUBLESHOOTING HAS BEEN UNABLE TO RESOLVE THE ISSUE. AS A RESULT, SURGICAL INTERVENTION MAY BE UNDERTAKEN TO ADDRESS THE ISSUE.

Manufacturer narrative:
THE DEVICE IS INCLUDED IN THE NEUROMODULATION IMPLANTABLE PULSE GENERATOR (IPG) PROCLAIM¿ SCS FAMILY, PROCLAIM¿ DRG THERAPY AND INFINITY¿ DBS SYSTEMS SURGERY MODE ADVISORY NOTICE ISSUED BY ABBOTT ON 02 APRIL 2026.